Event description:
During a laparoscopic falaopy procedure, pneumoperitoneum leaked from the instrument. The surgeon used another device to complete the procedure. The hosp has reported that no pt injury occurred.